Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The clinical data was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown). The device restarted/rebooted power on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch number 1220908-2017-03262 for a similar report from the same customer.